Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, this crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h1.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, this crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, this crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, this crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported.